Manufacturer narrative:
This incident was not reported to manufacturer at the time of occurence; therefore, an evaluation of the cot could not be made. A review of service records indicate a service dispatch was also not requested. Further review of the complainant's records indicate the cot continued to be used after this reported incident. No additional information was provided regarding the alleged medic injury. The reported issue could not be confirmed

Event description:
It was reported while loading a patient into the back of the ambulance, the foot end of the cot allegedly lowered unexpectedly. The patient remained restrained to the cot and reported no injury. The medic operating the foot end of the cot is alleging a thumb sprain as a result and did seek medical intervention and time off work. The medical intervention consisted of splinting and physical therapy.

Event description:
It was reported while loading a patient into the back of the ambulance, the foot end of the cot allegedly lowered unexpectedly. The patient remained restrained to the cot and reported no injury. The medic operating the foot end of the cot is alleging a thumb sprain as a result and did seek medical intervention and time off work. The medical intervention consisted of splinting and physical therapy.